Manufacturer narrative:
Medtronic has not received the suspect device/component from the customer for evaluation nor has the device been evaluated by the service engineer. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during use, the patient¿s saturation level declined to sixty percent. The ventilator did not stop ventilating, but the patient was placed on an alternate ventilator. Upon checking the event and trend, it was found that the base line pressure became low and almost zero prior to the event. Although the customer reported that there was no harm to the patient, additional details have been requested.

Manufacturer narrative:
The ventilator log history information showed that a 'low base pressure alarm' had occurred at the time of event. The service engineer evaluated the ventilator and found no abnormalities or malfunctions. As a preventative precaution, the ventilator pump will be replaced. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Device evaluation summary: one ht70 pump was returned to medtronic for further analysis. Visually inspected and no visible signs of damage was observed on the pump. The pump was connected to a known good ht70 test bed, and the device was run in different pressure mode and observed that measured peep (positive end expiratory pressure) was accurate. Also the system leak test was performed with a flow monitor and the flow was measured while the air inlet was blocked, and the value measured had an average value of 0.36 l/min. No values exceeded the limit of 1 l/min, passed the test. A pressure control and peep test was then performed with the standard settings and observed that the device has passed the pressure control and peep test. No other issues were found with the device. The investigation concluded with no faults found and all test has passed. The investigation found the device to function normally, as the reported issue could not be duplicated and no fault found during analysis. No new formal investigation is required, the event will be included in trending and monitoring. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received: it was reported that during use, the patient¿s saturation level declined to sixty percent. Even though the ventilator did not stop ventilating, the patient was removed from the ventilator and placed on an alternate ventilator. Upon checking the event and trend the next day, it was found that the base line pressure became low several days before the event and became almost zero several hours before the time of the event. The technician then let the device ventilate, but no flow was confirmed from the inspiratory outlet. The customer found it concerning that the operation failure led did not light and a system error was not generated.